Manufacturer narrative:
The complaint investigation is ongoing. A follow-up report will be submitted upon completion of the investigation.

Event description:
A 5.5 barrel burr metal chip was found in the cavity of the patient.